Event description:
It was reported by the customer that, I get 5 catheters a month to use, and I ended up with a severe urinary tract infection, had to be on a pick line for little over a month with harsh medication.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is Unknown. The UDI number for this product is not Available. H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.